Event description:
It was reported that a patient claimed that during her vns replacement surgery, the surgeon severed her vocal cord and she now has vocal cord paralysis. The patient reported speaking to a surgeon who provided the diagnosis of vocal cord paralysis. The patient's pulse width was reduced and the duty cycle was increased, and it was reported the patient "felt a lot better". It was reported the patient also has vocal and speech issues which the patient is now attributing to vocal cord paralysis. No additional relevant information has been received to date.